Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: a labeled winding former, a dispensed needle/suture were returned for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected. There were slight marks on the body of the needle which appeared to be by the use of a surgical instrument. The suture was examined and body fluids on barbs were observed; damage near end was noted. However, the two sides of the fixation tab were broken. The manufacturing records were reviewed and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the sample condition of the received needle-suture, the assignable cause of the fixation feature breakage is suggested as an improper handling of the sample.

Event description:
It was reported that a patient underwent an unknown cardiovascular procedure on an unknown date and a barbed suture was used. During surgery, the fixation tab broke. Upon evaluation of the returned sample it was found that the two sides of the fixation tab were broken. There were no adverse patient consequences reported.